Manufacturer narrative:
Unit alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. Unit passed displacement test, prime test and basic occlusion test. No motor error alarms noted. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was performed. The device was returned for analysis.